Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hospitalized patient heard an alert. A remote monitoring transmission was obtained and reviewed. The alert triggered due to high/undefined pacing impedance. The trend showed that the impedance had been increasing before the alert triggered. Possible intermittent undersensing was noted on a stored episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.